Event description:
Since receiving mentor silicone breast implants, I have had numerous health problems. Joint pain, muscle pain and weakness, tinnitus, vertigo, skin rashes, no energy, headaches, hair loss. Night sweats, frequent urination, loss of libido, insomnia, food allergies, digestive issues, inflammation, bouts of dehydration for no reason. Drs and FDA say breast implants are safe when they cause numerous health issues.